Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that reservoir was leak. Customer experienced high blood glucose of 421 mg/dl. Customer treated with manual injection. Customer states reservoir had issue where insulin get wasted. The reservoir will not be returned for analysis.